Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information to reset the pump, assisted the caller with the procedure, and confirmed the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to call back if any issues reoccur.